Event description:
It was reported that the device broke during surgery with no patient harm or delay to the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: address: (B)(6). G2: foreign - event occurred in spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.